Event description:
The customer reported that half a cup of clear fluid leaked from the coulter lh 750 hematology analyzer. The customer stated the leak came from the tubing connected to valve vl53b. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, lab coat and eyes protection at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the pinch valve vl53b was broken. The fse replaced the pinch valve vl53b and associated to the tubing. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).